Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10dec2018. The manufacturer's field service engineer (fse) checked the unit's alarm settings. Per the fse, the patient circuit was occluded (error 1201) however, that particular circuit was not available for evaluation. The fse did check the alarm settings and set up a test lung but the failure wasn¿t duplicated. A full performance verification test was ran and the unit passed. The device was returned to service.

Event description:
It was reported that the unit logged errors 120e (low minute ventilation), 1209 (low o2 supply pressure) and 1201 (patient circuit occluded). There was no patient involvement. The event date was not specified; estimate used.